Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user observed three lines on the pump screen after a site change, while also experiencing dexcom g7 signal loss that persisted despite waiting and then resolved with a new sensor; the site change and sensor issue were discussed as unrelated, and the user was advised to consult their trainer and healthcare provider regarding continuation of ilet therapy. Symptoms included no reported changes in blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education, including sensor replacement and guidance on expected temporary sensor issues following insertion. Investigation of this case revealed no pump malfunction and a likely transient sensor connectivity issue consistent with expected behavior after sensor insertion, with no effect on glycemic control. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction and expected sensor behavior, with no device failure identified.